Event description:
The third-party service agent contacted physio-control to report that their customer's device had unexpectedly lost power when charging defibrillation energy, during testing. There was no patient use associated with the reported event.

Manufacturer narrative:
The customer's device was returned to physio-control and during the initial evaluation it was observed that the device would unexpectedly power off, while charging defibrillation energy and would later reboot and continue charging. During further evaluation the reported issue could no longer be reproduced and the cause of the reported issue could not be determined. The customer was provided with a replacement device.

Event description:
The third-party service agent contacted physio-control to report that their customer's device had unexpectedly lost power when charging defibrillation energy, during testing. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). The third party service agent evaluated the customer¿s device and verified the reported issue during testing. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Device not evaluated by manufacturer.

Event description:
The third-party service agent contacted physio-control to report that their customer's device had unexpectedly lost power when charging defibrillation energy, during testing. There was no patient use associated with the reported event.